Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading is 75 mg/dl. During troubleshooting, explained the cause of no delivery alarms. Customer stated that he saw air pockets in reservoir. Customer will fill the reservoir and try a manual prime. Nothing further reported.